Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) repeatedly failed to pair with the ilet, with the first cgm determined to have a failed sensor and the replacement cgm also experiencing pairing failure limited to the ilet; the issue aligned with intermittent communication failure and involved the antenna component within the device¿s electrical and magnetic subsystem. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.